Event description:
It was reported that the insulin gauge displayed an amount different than expected, with the current fill estimate showing 50 units instead of the caller's expected 180 units. There was no adverse impact to the customer¿s blood glucose level. The caller followed guidance from technical support to fill and load a new cartridge, resolving the issue with the insulin amount updated to 240 units.